Event description:
A (B)(6) male patient called zoll customer support to report that his monitor's response buttons were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons are non responsive) has been confirmed. Upon receipt, response button function was intermittent. The cause for the intermittent response button function was a defective rear response button. The root cause for the defective response button cannot be positively determined. No adverse event resulted from the defective response button. The patient received a replacement monitor.